Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that they had replaced the battery four times but the insulin pump did not respond. The customer's blood glucose level was 4.8 mmol/l. Troubleshooting was performed but the insulin pump did not respond anymore. The battery compartment was fine. The device will return for analysis.

Manufacturer narrative:
Findings: unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank display. Blank display due to board connector not plugged in properly. Unable to verify button keypad unresponsive or battery not compatible alert due to blank display. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.